Event description:
According to the facility on (B)(6) 2025 "patient had a stool event so had both stool ingress and sample port detachment".

Manufacturer narrative:
According to the facility on (B)(6) 2025 "patient had a stool event so had both stool ingress and sample port detachment". Per the facility when this occurred the foley catheter was replaced. The device was evaluated and the suspected cause for the sample port detachment can be attributed to manufacturing defect, and the stool ingress intrusion can be attributed to customer use. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.